Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Concomitant medical products: 11-150828 556840 bmet arcom ap pat w/wire 34mm; unknown femoral component; unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04014, 0001825034 - 2019 - 04016.

Event description:
It was reported patient experienced knee dislocation and implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.